Event description:
It was reported that during a supply change the patient inadvertently removed the infusion set from the applicator, after which the patient replaced the infusion set and completed the supply change without issues, consistent with an infusion set deployment or connector attachment issue involving the infusion set and cartridge components. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed user handling contributed to an incorrectly deployed or unattached infusion set, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.